Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a representative that the customer had high blood glucose levels and a no delivery alarm. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections. The customer did not call the helpline, but contacted her doctor. No further details were provided.